Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix mechanism issue resulting in failure to extend and retract the helix. Diagnostic imaging and visual examination confirmed the lead dislodgement. The physician attempted several times but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix stretched, bent, and clogged with blood/tissue. X-ray examination found the helix stretched and bent in the helix housing consistent with procedural damage. Unable to test helix mechanism/extension length due to helix being stretched and bent as received. The cause of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue. The reported event failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.